Manufacturer narrative:
(B)(4): visual inspection of the returned device found the brush extended and bent, and several kinks were noted along the working length. During functional evaluation, resistance was met when the handle was actuated to extend and retract the brush. The condition of the returned device was consistent with the complaint that the device was difficult to extend; the complaint was confirmed. If the catheter is inserted into the scope too quickly, the working length can be kinked, and if too many kinks are created the device may not extend properly. As the defect was identified inside the patient during use, the most probable root cause is operational context.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, the cytology brush was jamming during use and a kink was noted upon removal. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. This event has been deemed a reportable event based on the investigation results: bent brush and difficulty retracting.